Event description:
Tracheostomy being performed. Pt satisfactorily grounded for bovie. Chin and neck area prepped and draped for procedure. Surgeon began his incision, then used the bovie which was set on 40/40. Surgeon used bovie several times. The drape sheets ignited and pt sustained burns to face.